Manufacturer narrative:
"Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgery occurred during which the ipg was explanted and replaced. The reason for explant is unknown.